Manufacturer narrative:
The reported event of pause was confirmed. Based on the information available, it was determined the episode was a false pause event due to undersensed beats due to the small signal amplitude. There is no device malfunction.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the insertable cardiac monitor (icm) exhibited failure to sense and missing electrogram. No intervention was performed. There were no patient consequences.